Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint could not be confirmed. No leaks were detected in the inflation system. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the trach was in place, and there was a concern for cuff leak due to cuff found at 0.5ml instead of 1 ml multiple times in 1 week. Trach was subsequently changed. Upon the change, the trach was inspected, and the cuff was found to be rough/warn out/degraded to touch. No active leakage noted. The event occurred while in use with patient and no patient harm/adverse event reported. A new trach tube was placed to resolve the issue.